Manufacturer narrative:
Additional narrative: patient ID/initials and age/date of birth are unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: july 07, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial open reduction internal fixation of a sacroiliac joint/pelvis procedure, the tip broke off of the cannulated 4.0mm hexagonal screwdriver during final tightening of an unknown screw. The surgeon retrieved most of the pieces from the broken tip, but there was a small metal fragment left inside the patient; it was noted the fragment was not left in the head of the screw, but was left in the deep fat tissue of the sacarilloc area (not the joint). The surgeon then continued to perform an intramedullary tibia nail surgery on the same patient without incident. The procedures were completed successfully with no reports of delay or medical intervention. The patients post-operative status was noted to be stable. Concomitant devices reported: screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken and missing a fragment. The complaint condition was unable to be replicated due to the post-manufacturing damage. No definitive root cause was able to be determined however the complaint condition is typically associated with rough handling and/or the application of excessive forces during screw insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.